Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 12:206:1604:0006, which interrupted delivery. There was no report of patient injury, medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.

Manufacturer narrative:
The condition of failure code 12:206:1604:0006 was confirmed through the event history due to a defective user interface module board. The user interface module board was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).